Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that she changed the infusion set after receiving the alarm, and insulin did exit the tubing during priming; however, she was unsure whether the device was delivering insulin since her blood glucose reading was 369 mg/dl. She also stated that on the day prior, the blood glucose reading was over 500 mg/dl. She did not exhibit any symptoms of high blood glucose. Upon troubleshooting, the insulin pump alarmed no delivery during the manual prime process. Advised replacement of the insulin pump. Nothing further reported.